Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Paroxysmal atrial fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported by the impact team that a patient was implanted with impella 5.5 for support for atrial fibrillation. Afterwards the patient was switched to oral amiodarone as prophylaxis against further atrial fibrillation. The pump was in the weaning process. The patient was awake and neurological was adequate. The pump runs without any problems on p2. The doctors want to explant as soon as possible.